Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found high alarm displayed: cassette not attached properly and high alarm displayed: downstream occlusion. During the functional testing, the pump displayed a cassette not attached properly alarm immediately during the nda test. The cause was found to be the defective dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device was alarming the cassette not attached error. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.